Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 413 mg/dl at the time of the incident and treat manually. Customer stated that sets are coming out during the night, states she have a animas insulin pump and she now the tubing is shorter woke up with 413mg/dl. Customer declined to troubleshoot for the high blood glucose. Customer reports the infusion set cannula is bent. The insulin pump will not be returned for analysis.